Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration at the 0, 10, and 20 readings and there was corrosion found throughout the device. The motor, control bar, thickness control shaft, eccentric shaft, bearings, screws, and various other parts were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that at unknown timing on an unknown date the dermatome was not cutting properly. The skin was thinner in the middle. There was no report of harm or delay. Due diligence is complete. No additional information available is indicated. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.